Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed internal flow verification testing during device pre-test by a philips field service engineer. There was no patient involvement and no harm or injury reported. The device's machine flow sensor required replacement to address the issue. The device passed final testing after repair. The ventilator was placed back into service without restriction additional findings not related to the malfunction/issue: during the evaluation, the device also was reported to have failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed.